Event description:
A uterine perforation occurred during a laparoscopic tubal ligation procedure. The site was observed and monitored throughout the rest of the procedure. No remedial treatment of the perforation was necessary. The user facility attached no fault to the device and the device continued to be used in regular svc.